Manufacturer narrative:
Upon completion of the investigation, the reported incident of the console failing to adequately support the patient was confirmed. Evaluation performed on the device by the manufacturer identified the selector valve setting was incorrect resulting in the reported device behavior. Resetting the valve to the correct position resolved the issue and restored the device functionality. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was supported with a paracorporeal ventricular assist device (pvad) for biventricular support. During patient transport to CT scan, upon return to the unit, the electrical cable was damaged and the patient was switched over urgently to the backup dual drive console. The backup dual drive console did not support the patient adequately despite multiple attempts to increase output.